Manufacturer narrative:
This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges patient was revised to address pain, tissue damage and elevated ion levels.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 01/27/2017 ¿ medical records received. After review of the medical records for MDR reportability, revising surgeon reported in pre-op indications that "cobalt level had risen to 14.2 and his chromium level is 6.6" (no units of measure provided). The revision operative note is provided incomplete, so no additional information can be drawn at this time. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update 10/21/2016 supplemental information received. There is no new additional information that would affect the existing MDR decision. Part and lot information has been provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jun 14, 2017. Legal medical records received. After review of the medical records for MDR reportability, it was stated that the patient was revised to address elevated cobalt and chromium level. Revision note stated that the hip was filled with clear brownish fluid, capsule of the hip with sustained gray from metallosis but the metallosis was isolated to the capsule and did not involve the structures outside the hip articulation. This complaint was updated on: jun 27, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In addition to what were previously alleged, litigation alleges suffering, emotional distress, injury, tissue damage, and tissue loss. Doi: (B)(6) 2006; dor: (B)(6) 2016; right hip.